Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were several stent struts at the proximal end of the stent that were stretched, bunched up, and bent. The bumper tip of the device showed no signs of damage to the distal edge of the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 01jun2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, de novo target lesion containing a lesion bend of between >45 and <90 degrees was located in the moderately calcified right coronary artery rca). Predilation was performed with a balloon. Following predilation, residual stenosis was 85%. A 2.50x16mm promus element ¿ drug-eluting stent was advanced but significant resistance was encountered and the device failed to cross the lesion. The device was removed and the procedure was completed with a bare metal stent. No patient complications were reported and the patient's status was good. However, returned device analysis revealed proximal stent damage.